Event description:
Customer reported experiencing a blood glucose (bg) level of 516 mg/dl with ketones. The cause of the elevated bg was unknown. Customer attempted to address the elevated bg by a correction bolus via pump. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Bg was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Customer declined follow up from tandem technical support to obtain a release date; therefore, no additional information was provided.